Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event.

Event description:
Patient's left hip was revised due to femoral stem fracture after a fall. During the procedure, all components were removed and replaced and an osteotomy was performed.